Event description:
The procedure was coil embolization using a galaxy g2 (B)(4). The first coil used galaxy g2 3.5x7.5 through a prowler 14 mp45 microcatheter while loading was not advancing into microcath hub easily was withdrawn back and attempted again. This time went easily and was advanced all the way out microcath tip into aneurysm. After attempting to place coil, which kept prolapsing out into parent vessel, physician decided to remove coil and had trouble pulling coil back into microcath. Physician thought coil may have stretched and removed microcath and coil together. Coil which was still inside microcath at this time on back table (out of patient). The physician removed coil out of microcath and appeared to be stretched slightly but intact. Coil was bagged along with microcath and handed off to me to have checked. Procedure continued, and a new microcath prowler 14 mp45 was used, a galaxy g2 3x6 coil was loaded and advance without any problems, coil again kept prolapsing out aneurysm and physician removed and resheathed successfully. Microcath was removed as well. Physician decided to place a neuroform stent 4x20 through a marksman catheter. Stent was deployed across aneurysm neck and marksmen catheter was removed. Prowler 14 microcath was readvanced through stent struts into aneurysm and galaxy 3x6 that was resheathed was readvanced and detached followed by two xtrasoft coils 2.5x2.5 and 2x2, all detached without any problems. A last galaxy g2 xtrasoft 2x1.5 was attempted but upon advancement backed microcath out of aneurysm and access was lost. Coil was removed without any problems. Procedure was over microcath and guides were removed as well. Patient fine post-op. Galaxy 3.5x7.5 coil will be returned with prowler 14 microcath for analysis.

Manufacturer narrative:
During a coil embolization procedure of a 4x3 paraophthalmic aneurysm initially there was difficulty loading the first coil used, a galaxy g2 3.5x7.5 (641cf3575/c11272), into the prowler 14 mp45 (lot unknown) microcatheter hub. It was easily withdrawn back and with another attempt it was inserted easily and advanced all the way out of the distal tip of the microcatheter into the aneurysm. The coil then kept prolapsing out into the parent vessel. Therefore, the decision was made to remove the coil; however there was trouble pulling the coil back into the microcatheter. It was thought that the coil may have stretched and the coil and microcatheter was removed together. Once removed from the patient, the coil which was still in the microcatheter was removed and the coil appeared to be stretched slightly but was still intact. The procedure was continued with another prowler 14mp45 microcatheter and a galaxy g2 3x6 (641cf0306 lot c11291) was loaded and advanced without any problems. This coil kept prolapsing out of the aneurysm and was removed and re-sheathed successfully. The microcatheter was removed as well. A 4x20 neuroform stent was then placed through a marksman catheter. After deploying the stent across the neck of the aneurysm the marksman catheter was removed. A prowler 14 microcatheter was re-advanced through the stent struts into the aneurysm and the galaxy 3x6 that had previously been re-sheathed was re-advanced and detached followed by uneventful detachment of two xtrasoft coils (2.5x2.5 and 2x2). A last galaxy g2 xtrasoft 2.1.5 was attempted to be placed, but upon advancement the microcatheter backed out of the aneurysm and access was lost. The coil was removed without any problems and the procedure was determined to be completed. The prowler 14 used with the galaxy g2 3.5x7.5 was returned for analysis. There were severe compressed sections located off the proximal end at 114.0cm, 115.5cm, and 116.8cm. Two of the severely compressed sections were most likely due to post-procedural damage as the inner diameter has been compressed way below the outside diameter of the coil. The distal diameter has a minor ovalization that could not impede the coil. However, at the 10 to 1 o'clock positions the surface material has been raised above the surface plane and the oval condition was pulled in that direction. There is a bend to the distal section and an angle of approximately 25 degrees to the distal tip. A possible contributing factor to the resistance and stretching of the coil may have been due to a mechanically compressed section of the microcatheter. Two of the three compression sections were determined to have occurred post-procedurally as the coil could not have been advanced past these indentations. The third compressed section may have occurred prior to the coils passage though this section. This may have caused both resistance and temporarily anchored coil causing the resistance during the advancement and the stretching during retraction. Furthermore, it was not reported if the microcatheter was steam shaped which could possibly account for the mechanically compressed sections of the microcatheter and the formed angle at the distal tip which can occur during the steaming process from handling. However, the exact circumstances of where and how this damage occurred to the microcatheter cannot be determined. Procedurally, the microcatheter would have been advanced over a guidewire to the target position prior to the insertion of the coil. Based on the available information and the analysis; although a definitive conclusion cannot be made, it is possible that procedural factors and device interaction contributed to the events. The lot number of the microcatheter is not known; therefore, a device history record review cannot be completed. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information received indicated that only one galaxy coil malfunctioned. The first coil only 3.5x7.5 prolapsed out of aneurysm neck meaning, as the coil was advanced part way it came out of the aneurysm due to wide neck. No patient injury reported, and the case was completed with a good result. The coil was successfully and entirely withdrawn, no additional intervention performed. The neuroform stent was not placed. The 2x1 coil at end was not enough room in aneurysm, so catheter back out. Procedure was over when this happened. The physician just wanted to try to get coil in typically when this happens on the last coil the procedure is done. The coil comes out of the microcatheter was removed, and the procedure was over. There was no unintended detachment that occurred. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.